Event description:
It was reported that during a laparoscopic hiatus hernia procedure, during the first five to ten minutes of using the device within the procedure, it was noticed that the pad on the inactive jaw was starting to come away from the jaw itself and was at risk of falling off within the patient. Sales representative advised the surgeon to stop using the device during the procedure to retract it and to have it replaced with the another device of the same code. The procedure continued without any complications from the replaced device and surgery was completed without any complications to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device with the serial number (B)(4) was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.